Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter occurred before use with a syringe 10ml ll s/c 200. The following information was provided by the initial reporter, "new bd 10 ml luer -lok syringe used for sterile preparations was found to have brown/red residue on plunger before it was removed from the packaging."

Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  FDA notified: the initial reporter also notified the FDA on 01/28/2020 via medwatch # mw5092320 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 10ml ll s/c 200. The following information was provided by the initial reporter, "new bd 10 ml luer -lok syringe used for sterile preparations was found to have brown/red residue on plunger before it was removed from the packaging."